Event description:
It was reported that the cdi 500 read 100% on the oxygen levels and did not calibrate during cardiopulmonary bypass surgery. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Initial evaluation of the complaint monitor was performed by the service department and the complaint could not be confirmed. The unit passed all routine service and testing and was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.